Event description:
After 22+ months of implantation this ICD, was explanted and returned because during a routine follow-up interrogation it was reported that the device would not interrogate. In addition, there was no magnet response. It was also reported that the battery voltage have dropped.